Event description:
A u.s. Distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the tri-cells had an output voltage of 3.995v, 3.841v, and 0.0v. The cause of the nonfunctional battery is the excessively discharged tri-cell. The root cause of the discharged tri-cell was unable to be positively identified. No adverse event resulted from the defective battery pack.